Manufacturer narrative:
Investigation summary: the device was visually inspected and a hole on the pebax was observed. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damaged cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and there was an abnormal impedance. During the procedure, the impedance value changed from 1 to 800 which lead to the catheter being unable to discharge. The second catheter was used to complete the procedure. There was no injury reported. The impedance issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on august 24, 2018 through the visual analysis that there was a hole in clear pebax sleeve at approximately 0.6 cm from the distal tip. An additional assessment was performed on september 13, 2018 and the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole on the pebax was assessed as a reportable malfunction. The awareness date is august 24, 2018.